Manufacturer narrative:
Analysis of an article "early prospective clinical results of a modern fixed-bearing total ankle arthroplasty" schweitzer km, adams sb, viens na, queen rm, easley me, deorio jk, nunley ja fj bone joint surg am. 2013 jun 5. This is the final report submitted regarding this surgical event and medical device. Not returned to manufacturer.

Event description:
Patient underwent additional surgery following index ankle replacement for painful hardware.